Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported reprogramming was done which did not include contacts with high impedances. Existing programming did not utilize contacts that were high. It was reported that the cause of the issues were unknown. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported since his last battery replacement he hasn't used the ins, as he didn't need it because he had c7 fusion. However, since about 2 weeks ago, pain has returned on one side. The patient said that he has kept device charged up but it hasn't been programmed since the replacement surgery. The patient said at first the pain would come and go but now is constant. He has pain in the left elbow all the way to the fingertips. The patient was redirected to their healthcare provider to make arrangements for a representative to come to the office to program the system. No further complications were reported/anticipated. Additional information was received from the patient. The patient reported that no programming was needed until recently. The patient reported that it was unknown what led to the return of pain symptoms. The patient reported that the stimulator was programmed as steps taken to resolve the return of pain symptoms. No further complications were reported. Additional information was received from the manufacturing representative (rep) regarding the patient. It was reported that the patient is experiencing unusual symptoms while their stimulation is on. The rep explained that the patient has difficulty keeping water down, and their upper extremities shake. It was noted that the patient has not had these issues in the past. The rep stated that the patient stopped using their stimulator for a couple of years, but started using it again in (B)(6) 2017 because their pain returned. The patient noted that they had a fall awhile back, but was unable to determine if their stimulation pattern changed as a result. Reprogramming was attempted in on (B)(6) 2018 and new groups were given to the patient to try. Impedances were also checked, which showed that 2 contacts on lead 8-15 were out of range (high). An x-ray was taken of the patient¿s leads and ins, and the physician determined that the placement of the device looked good, but there were no previous x-rays available to make a comparison. It is unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.